Event description:
It was reported that the cot dropped down at the head end with patient weight.

Event description:
It was reported that the cot dropped down at the head end with patient weight.

Manufacturer narrative:
It was originally reported that this product was a 6100003000 m1 cot base high load. This was incorrectly reported, the actual product is a 6100031000 m1 knee gatch litter. It was reported that the 6100003000 m1 cot base high load dropped during use. This pr is for the 6100031000 m1 knee gatch detachable litter that is the concomitant product of the base. The litter did not cause or contribute to the drop event reported for the base. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.